Manufacturer narrative:
This report is submitted on july 07, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to open circuit noted on 9 electrodes.the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on september 15, 2023.